Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was received engaged with the subject instrument. Visual evaluation of the reload noted that it was fully fired. During functional testing it was observed that the reload was able to cycle through interlock. The reload was disassembled for evaluation of internal components. This examination found that the knife bar laminates within the reload were bent. Replication of the bent knife bar laminates may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied on the bronchus during a laparoscopic video assisted thoracoscopic lobectomy, the stapler was able to fire but reload wound not separate when they wanted to change to a new reload. Changed products to complete the case. There was no patient injury. Pli 20: medtronic's initial evaluation of the incident device found that the evidence is indicative of a firing in over indicated tissue thickness. During an over indicated firing the knife laminate(s) can become bent due to stress from the excessive load between the jaws. Upon retraction the bent laminate will scrape along the inside of the channel adapter leaving behind score marks. The user may find this retraction to be difficult or impossible.